Event description:
It was reported that the pump touch screen was cracked and unreadable. As a result, the customer was admitted to the emergency room (ER) due to a blood glucose (bg) level of 495 mg/dl. Customer was treated with a manual injection of insulin to address bg, and was monitored while in the ER. Customer was released from the ER 2 and a half hours later with the issue resolved and no permanent damage. The customer reverted to an alternate method in insulin therapy.